Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer had not reported any symptoms and treatment. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer's current blood glucose value was 160 mg/dl. Troubleshooting was performed. Customer report customer does not allege pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The product was not returned for analysis.